Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 2 days using humalog insulin. Tandem customer technical support informed customer that humalog insulin is indicated for use with tandem supplies for 2 days. Customer's blood glucose level was impacted, reaching 578 mg/dl due to the issue. As a corrective action, the customer administered a correction bolus via pump. Customer changed cartridge and infusion set to address the issue.